Event description:
It was reported by the customer's spouse, that the customer had low blood glucose levels between 30mg/dl and 35mg/dl. The paramedics were called , and check vitals. The customer stated that they received sensor alerts, however he did not hear them because he was sleeping. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.